Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance, the device intermitently would not power on. The complainant indicated that there was no pt involvement in the reported failure.